Event description:
It was reported on (B)(6) 2013 that during a left open reduction internal fixation, a guide wire for a cannulated screw broke. The surgeon was drilling over guide when it was caught in drill bit. The surgeon removed drill bit with attached wire in an attempt to knock the wire loose when he noticed guide wire was broken. The remainder of guide wire left in 2nd/3rd cuneiform metatarsal. The procedure was completed without use of guide wire and it was noted of a time delay of less than a minute. This report is for a non threaded guide wire 150mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that patients age is (B)(6) of age. Without a device lot number the device history records could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.